Event description:
The patient presented to the hospital after receiving 7 shocks. Upon interrogation, a device parameter error message along with a device reset were observed. The printed ram map exhibited corrupt data. The device will be removed and returned for analysis. It was noted that the device may have been exposed to emi from heavy agricultural equipment.